Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a fetal scalp electrode. A fetal scalp electrode was placed with the pt in the knee/hands position. The fetal heart rate was in the 60's, electrode picked up intermittently (34 weeks fetus). Upon delivery an attempt was made to remove the fetal electrode. It would not unwind. The baby was moved to the nursery where the dr attempted to remove the electrode. The scalp was compromised and two sutures were needed to close the lesion.